Event description:
It was reported that patient stroke and death occurred. The native annulus was 23.1mm in diameter with severe calcification and a tortuous anatomy. A sentinel cerebral protection system was advanced. The positioning of the filters was challenging due to a very tortuous right subclavian artery. Pre dilation balloon aortic valvuloplasty was performed with a 20mm balloon. A 25mm lotus edge valve system was advanced with noted difficulty crossing the aortic arch. Crossing was achieved after insertion of a stiff guidewire to straighten the aorta. The lotus edge valve was partially resheathed three times to achieve an acceptable position of the valve in accordance with the directions for use (dfu). There was no/trace paravalvular leakage. Two days post procedure the patient was unresponsive and was intubated. The patient was found to have had a stroke. The exact cause of the stoke is unknown. Four days later the patient died.